Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 27mm bioprosthetic aortic valve, implanted approximately one (1) year and five (5) months, was explanted and replaced with a 3300tfx 25mm. Through follow up with the health care provider, no additional information has been provided.

Manufacturer narrative:
Additional manufacturer narrative: the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. If additional information is received a supplemental report will be filed.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: it is unknown if this device is available for return and evaluation. The device history record (DHR) review is in process. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of regurgitation or stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.